Event description:
Same case as MDR#6000089-2007-00619, 6000089-2007-00616, 6000093-2007-00860, 6000089-2007-00615, 6000089-2007-00618. It was reported by the patient that post a drug eluting stenting treatment procedure, hypersensitivity occurred. The patient had six taxus express2 drug eluting stents implanted in an unspecified vessel (s). The sizes of the stents were 2.75x32mm, 3.00x32mm, 3.00x32mm, 3.00x24mm, 3.00x8mm, and 2.50x24mm. Approximately four and a half to five months later, the patient began experiencing an "itchy and scratchy" rash, as well as hive-like patches on the legs, back, arm, (from the elbows up), buttocks, and head. The size of the hive-like patches range from the size of a dime to the size of a quarter. The patient was referred to a dermatologist by the cardiologist, and is currently applying topical prescription therapies, although the symptoms continue despite treatment. The physcian is unsure but doubtful of the relationship between the stents and the rash. Further information was requested but was unavailable.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. A review of the manufacturing records for this particular batch namely top assembly batch #8387257 found that the device met its material, assembly and product specifications, at the time of release to distribution. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.